Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the poor coupling was that the antenna was placed where the patient was cut at, but the device was lower under the arm. It was noted that changing the antenna might have helped the poor coupling but was not sure if the new antenna made the difference or moving the device down on the body made the difference.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had difficulty recharging, further stating there were no coupling boxes seen on the ins recharger (insr) when trying to charge the ins. It was reported that the hcp had charged patient in the past as the caller provides in-home care for the patient. They usually charge for an hour in the morning and an hour in the afternoon and get 3-4 coupling bars. It was mentioned that the ins symbol on the insr looked empty and when they tried to charge , they were working on the first quartile of the ins. The hcp had tried repositioning the antenna and turning the dial but this had not resolved the coupling issue. The patient did not have access to another insr to charge the ins. The hcp stated that they were not aware of any falls or trauma that could be related to the issue, and further mentioning that they last successfully charge last wednesday on (B)(6), but was unsure when the coupling issue with the ins actually started, the hcp had not worked with the patient in the past five days. No error messages were showing on the insr. An email was sent to repair department requesting replacement of the insr antenna as it was damaged. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
2018(B)(6), patltr, (con): additional information received from the patient. The patient reported that the poor coupling was first noticed when they checked the ins battery after being off for a few days. The patient reported that the cause of the poor coupling was the antenna and not putting it on the device. The patient reported they had to feel for it under the skin. The patient reported that the replacement antenna resolved the issue. No further patient complications have been reported as a result of this event.